Event description:
It was reported that post implant the patient developed chest pain and loss of ventricular capture. A chest CT (computerized tomography) confirmed perforation of the ventricle lead. An open thoracotomy was performed to remove the ventricular lead and close the perforation. A new right ventricular lead was then implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).